Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿device is difficult to remove¿. A potential root cause for this failure could be "adhesive is too strong". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "note: do not use on irritated or compromised skin. Do not use if allergic reaction occurs. Not made with natural rubber latex". The device was not returned.

Event description:
It was reported that the male external had too strong of an adhesive. No patient injury reported.